Event description:
It was reported patient thought her implant was not working properly. The patient noticed that anything she drank went right through her. The patient reported never had therapeutic effect. The patient reported urgency and just noticed a couple of changes/ at night not going as often but by the time she was awake it was very urgent. The patient wetting worsen at night, it was not as frequent but just as bad, (as before implant). It was also noted that it seemed to stimulate her bowel seemed like she has to go more often. Patient was not having diarrhea but seemed like she went a lot which she did not before (implant).the patient was not feeling stimulation on the day of the call but stated it was intermittent. No further information was reported. Further follow up is being conducted to obtain additional information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# va0t9qc, implanted: (B)(6) 2015, product type: lead. (B)(4).